Event description:
Per complaint (B)(4), before clinical procedure, components could not be seperated.

Manufacturer narrative:
Patient's identifier, age, sex, weight, other relevant history, including preexisting medical conditions, implant date and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.